Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the instrument was partially applied with eleven remaining clips. Functionally, the clips were not loading properly. Based on the evaluation of the instrument it was determined that the damaged pusher bar occurred during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged pusher bar condition may occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in artery during an open hepatectomy, the jaws was able to close, the handle was able to be squeezed, but the clip would not re-loaded. Another device was used to complete the case. There was no patient injury.